Event description:
It was reported that an unspecified number of an unspecified bd sharps container experienced the lids being difficult to close. The following information was provided by the initial reporter: the problem with the lids that do not close keeps happening, there are several complaints from different sectors. She doesn't know how to specify the quantity.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. A device history review could not be completed as no batch number was provided. This complaint of lid will not shut could not be verified and the root cause remains unknown.

Event description:
It was reported that an unspecified number of an unspecified bd sharps container experienced the lids being difficult to close. The following information was provided by the initial reporter: the problem with the lids that do not close keeps happening, there are several complaints from different sectors. She doesn't know how to specify the quantity.